Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving via an implantable pump. It was reported that the patient had an emergency visit due to fluid leaking along their scar. According to the patient¿s history, the wound reopened one week ago, initially draining white fluid. Since yesterday, the fluid was been more yellowish. Abdominal examination revealed that the wound had indeed reopened in the center of the scar, with redness around it. Upon closer inspection, yellowish fluid was seen that may have been pus. Laboratory results revealed " crp van 40.3". The pump and catheter were removed. A culture was collected and an epidermidis infection was noted.